Manufacturer narrative:
Return of product has been requested. Lot number has been provided by the reporter. Qa is in the process of reviewing production records and retained sample. Product investigation is in progress.

Event description:
Toxic shock syndrome streptococcal [toxic shock syndrome streptococcal] fever, 104 [pyrexia] intravenous IV meds making liver inflamed [(B)(6)]. Shivering [chills]. Extra bleeding (vaginal haemorrhage). Not feeling well (malaise). Liver was enlarged tue to the amount of antibiotics I was on (hepatomegaly). Three inch piece of gauze lining of tampon stayed inside-vagina (foreign body in reproductive tract). Tampon broke off, gauze lining stayed inside, rest of tampon pulled out by string (complication of device removal). Tampon broke off, outside liner inside, rest pulled out with string her (device breakage) sunburn rash [rash erythematous]. Case description: the consumer, a female of unspecified age, reported spontaneously via social media on (B)(6) 2018 that she used tampax pearl tampons beginning on an unspecified date and had toxic shock syndrome. She woke up on (B)(6) 2018 feeling very weak and confused. She stated that her children knew something was wrong and kept asking if she was okay. The consumer had some issues with bleeding earlier in the week so she contacted her obgyn office and made an appointment for that afternoon. She had a fever, shivering, body aches, and a sunburn rash. Her mother drove her to the appointment because she was too ill. Her temperature was 104 degrees when she arrived for her appointment. She was taken to the emergency room by wheelchair. The consumer reported that her body was in septic shock and she was hospitalized for 6 days with IV therapy. While at the hospital on (B)(6) 2018, she found the lining of a tampon while going to the bathroom. She reported that the gauze lining that covers the tampon came off and stayed in her body while the rest came out. She reported that the piece of lining cause her to have toxic shock syndrome. After discharge, she was treated as an outpatient with daily intravenous antibiotics for the next week followed by oral antibiotics for one week. Concomitant products: none reported. Relevant history: none reported. The symptoms were improved. No further information was provided. On 25-jul-2018 received consumer follow up: the consumer reported that the intravenous medication was making her liver inflamed. The overall case outcome was improved. On 01-aug-2018 received consumer follow up: the consumer reported the additional symptom of not feeling well. Her temperature was 104 degrees when she arrived at the emergency room. It was initially suspected that she had lyme disease before she was diagnosed with toxic shock syndrome and strep a. The piece of gauze found from the tampon was 3 inches. The consumer also reported that her liver was enlarged due to the antibiotic treatment. She was in the hospital for 2 days, discharged on (B)(6) 2018. The consumer reported that she is typically a heavy bleeder who goes through 2-3 tampons an hour or more. However, she has the mirena so the extra bleeding was not normal for her. The consumer reported that she had missed work. She was feeling better physically. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
All records were reviewed for failures that could cause product retained in body. There were no deviations or events recorded that would have contributed to the observed defect. There were no provisional material acceptances that relate to this complaint or records of related rejected materials in the auburn material reject database. The production date, one day before and one day after was reviewed in the auburn qar database and there were no alerts, oos or events reported that could have contributed to the complaint.

Event description:
Toxic shock syndrome streptococcal [toxic shock syndrome streptococcal] fever, 104 [pyrexia] intravenous IV meds making liver inflamed [hepatitis] shivering [chills] extra bleeding - menstrual [menorrhagia] not feeling well [malaise] liver was enlarged due to the amount of antibiotics I was on [hepatomegaly] three inch piece of gauze lining of tampon stayed inside-vagina [foreign body in reproductive tract] tampon broke off, gauze lining stayed inside, rest of tampon pulled out by string [complication of device removal] tampon broke off, outside liner inside, rest pulled out with string her [device breakage] sunburn rash [rash erythematous] testing showed strep a in blood [streptococcus test positive] case description: the consumer, a female of unspecified age, reported spontaneously via social media on (B)(6)2018 that she used tampax pearl tampons beginning on an unspecified date and had toxic shock syndrome. She woke up on (B)(6)2018 feeling very weak and confused. She stated that her children knew something was wrong and kept asking if she was okay. The consumer had some issues with bleeding earlier in the week so she contacted her obgyn office and made an appointment for that afternoon. She had a fever, shivering, body aches, and a sunburn rash. Her mother drove her to the appointment because she was too ill. Her temperature was 104 degrees when she arrived for her appointment. She was taken to the emergency room by wheelchair. The consumer reported that her body was in septic shock and she was hospitalized for 6 days with IV therapy. While at the hospital on (B)(6)2018, she found the lining of a tampon while going to the bathroom. She reported that the gauze lining that covers the tampon came off and stayed in her body while the rest came out. She reported that the piece of lining cause her to have toxic shock syndrome. After discharge, she was treated as an outpatient with daily intravenous antibiotics for the next week followed by oral antibiotics for one week. Concomitant products: none reported. Relevant history: none reported. The symptoms were improved. No further information was provided. (B)(6)2018 received consumer follow up: the consumer reported that the intravenous medication was making her liver inflamed. The overall case outcome was improved. (B)(6)2018 received consumer follow up: the consumer reported the additional symptom of not feeling well. Her temperature was 104 degrees when she arrived at the emergency room. It was initially suspected that she had lyme disease before she was diagnosed with toxic shock syndrome and strep a. The piece of gauze found from the tampon was 3 inches. The consumer also reported that her liver was enlarged due to the antibiotic treatment. She was in the hospital for 2 days, discharged on (B)(6)2018. The consumer reported that she is typically a heavy bleeder who goes through 2-3 tampons an hour or more. However, she has the mirena so the extra bleeding was not normal for her. The consumer reported that she had missed work. She was feeling better physically. The case outcome remained improved. No further information was provided. (B)(6)2018 received product investigation results: the investigation provided clarification that the consumer used a tampax tampons pearl mixed non deodorant (from a 34 count package). Conclusion code: there was no manufacturing cause identified based on investigation and no definite root cause identified. The consumer did not return remaining product from the same consumer unit to confirm the alleged defect at the time of this investigation. (B)(6)2018 follow-up received from a regulatory authority (united states, report number mw5078821) via letter reported the gauze lining of a tampax pearl tampon unscented fell off of the tampon and stayed inside the consumer while the rest of the tampon was pulled out. Consumer spent 4 days in the hospital with toxic shock syndrome. Consumer was diagnosed with strep a in her blood on friday, and the gauze was discovered on sunday when using the bathroom. Event date was (B)(6)2018. Event report type: serious injury. Event outcome: hospitalization, other serious (important medical event). Concomitant products: adderall; multi vitamin one a day (woman's one a day); probiotic. No further information was provided.

Manufacturer narrative:
All records were reviewed for failures that could cause product retained in body. There were no deviations or events recorded that would have contributed to the observed defect. There were no provisional material acceptances that relate to this complaint or records of related rejected materials in the auburn material reject database. The production date, one day before and one day after was reviewed in the auburn qar database and there were no alerts, oos or events reported that could have contributed to the complaint.

Event description:
Toxic shock syndrome streptococcal [toxic shock syndrome streptococcal] fever, 104 [pyrexia] intravenous IV meds making liver inflamed [hepatitis] shivering [chills] extra bleeding [vaginal haemorrhage] not feeling well [malaise] liver was enlarged due to the amount of antibiotics I was on [hepatomegaly] three inch piece of gauze lining of tampon stayed inside-vagina [foreign body in reproductive tract] tampon broke off, gauze lining stayed inside, rest of tampon pulled out by string [complication of device removal] tampon broke off, outside liner inside, rest pulled out with string her [device breakage] sunburn rash [rash erythematous] case description: the consumer, a female of unspecified age, reported spontaneously via social media on (B)(6)2018 that she used tampax pearl tampons beginning on an unspecified date and had toxic shock syndrome. She woke up on (B)(6)2018 feeling very weak and confused. She stated that her children knew something was wrong and kept asking if she was okay. The consumer had some issues with bleeding earlier in the week so she contacted her obgyn office and made an appointment for that afternoon. She had a fever, shivering, body aches, and a sunburn rash. Her mother drove her to the appointment because she was too ill. Her temperature was 104 degrees when she arrived for her appointment. She was taken to the emergency room by wheelchair. The consumer reported that her body was in septic shock and she was hospitalized for 6 days with IV therapy. While at the hospital on (B)(6)2018, she found the lining of a tampon while going to the bathroom. She reported that the gauze lining that covers the tampon came off and stayed in her body while the rest came out. She reported that the piece of lining cause her to have toxic shock syndrome. After discharge, she was treated as an outpatient with daily intravenous antibiotics for the next week followed by oral antibiotics for one week. Concomitant products: none reported. Relevant history: none reported. The symptoms were improved. No further information was provided. (B)(6)2018 received consumer follow up: the consumer reported that the intravenous medication was making her liver inflamed. The overall case outcome was improved. (B)(6)2018 received consumer follow up: the consumer reported the additional symptom of not feeling well. Her temperature was 104 degrees when she arrived at the emergency room. It was initially suspected that she had lyme disease before she was diagnosed with toxic shock syndrome and strep a. The piece of gauze found from the tampon was 3 inches. The consumer also reported that her liver was enlarged due to the antibiotic treatment. She was in the hospital for 2 days, discharged on (B)(6)2018 . The consumer reported that she is typically a heavy bleeder who goes through 2-3 tampons an hour or more. However, she has the mirena so the extra bleeding was not normal for her. The consumer reported that she had missed work. She was feeling better physically. The case outcome remained improved. No further information was provided. (B)(6)2018 received product investigation results: the investigation provided clarification that the consumer used a tampax tampons pearl mixed non deodorant (from a 34 count package). Conclusion code: there was no manufacturing cause identified based on investigation and no definite root cause identified. The consumer did not return remaining product from the same consumer unit to confirm the alleged defect at the time of this investigation.